Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of the first episode of dyspareunia ("painful intercourse (dyspareunia) (tried 3 times but it was too painful)"), autoimmune disorder ("autoimmune disorder") and urinary tract infection ("utis/infection; bladder/urinary, recurrent urinary tract infections,") in an adult female patient who had essure (batch no. C18716) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (B)(6) 1999, (B)(6) 2004 and (B)(6) 2007, pregnancy termination, carpal tunnel syndrome, asthma in 2016, spondylolysis in 2013, fibromyalgia, osteoarthritis in 2013, chronic fatigue syndrome and termination of pregnancy. Previously administered products included for an unreported indication: tramadol, cyclobenzaprine, diclofenac sodium, proair hfa, meloxicam, methocarbamol, motrin and flonase. Concurrent conditions included intervertebral disc degeneration, obesity, lumbar disc degeneration since 2013, carpal tunnel syndrome since 2015, dysuria, painful intercourse and sacroiliitis. Concomitant products included cyclobenzaprine from 2013 to 2017, fluticasone propionate (flonase) since 2014, procaterol hydrochloride (pro-air) since 2016 and tramadol since 2016. In june 2015, the patient experienced fibromyalgia ("fibromyalgia,"). On (B)(6) 2015, the patient had essure inserted. In august 2015, the patient experienced urinary tract infection (seriousness criterion medically significant), cystitis ("bladder infection") and vaginal infection ("vaginal infection ") with vaginal discharge. In june 2016, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced the first episode of dyspareunia (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain daily"), the first episode of headache ("headache"), hypoaesthesia ("numbness in feet"), paraesthesia ("tingling in hands and feet/recurrent urinary tract infections, rashes or skin conditions; tingly patches"), back pain ("low back pain constantly"), pelvic pain ("daily pelvic pain"), female sexual dysfunction ("apareunia, inability to have sexual intercourse"), cardiovascular disorder ("blood or heart disorder / condition"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue, tiredness"), alopecia ("hair loss"), rash ("rashes"), migraine ("migraines everyday"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), abdominal pain lower ("pain in lower stomach"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), skin disorder ("skin conditions") and the second episode of headache ("headache "). The patient was treated with surgery (hysterectomy with bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the autoimmune disorder had not resolved, the abdominal pain upper, paraesthesia, fatigue, abdominal pain lower and the last episode of dyspareunia had resolved and the hypoaesthesia, urinary tract infection, cystitis, vaginal infection, back pain, pelvic pain, female sexual dysfunction, cardiovascular disorder, dysmenorrhoea, alopecia, rash, migraine, bladder disorder, urinary tract disorder, fibromyalgia and the last episode of headache outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, autoimmune disorder, back pain, bladder disorder, cardiovascular disorder, cystitis, dysmenorrhoea, fatigue, female sexual dysfunction, fibromyalgia, hypoaesthesia, migraine, paraesthesia, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal infection, the first episode of dyspareunia, the first episode of headache, the second episode of dyspareunia and the second episode of headache to be related to essure. The reporter commented: the events resolved within a week following essure removal. Insertion date also reported as 30-jun-2015 and stop date as 26-sep-2016 in pf. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Hysterosalpingogram - on 23-sep-2015: total bilateral occlusion ultrasound pelvis - on an unknown date: normal uterus and left ovary ultrasound scan vagina - on 12-feb-2016: total bilateral occlusion vitamin b12 - on an unknown date: low . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ("painful intercourse (dyspareunia) (tried 3 times but it was too painful)") and urinary tract infection ("utis") in an adult female patient who had essure (batch no. C18716) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 1999, (B)(6) 2004 and (B)(6) 2007), pregnancy termination, carpal tunnel syndrome, asthma, spondylolysis, fibromyalgia, osteoarthritis and chronic fatigue syndrome. Previously administered products included for an unreported indication: tramadol, cyclobenzaprine, diclofenac sodium, proair hfa, meloxicam, methocarbamol, motrin and flonase. Concurrent conditions included intervertebral disc degeneration and obesity. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced urinary tract infection (seriousness criterion medically significant), cystitis ("bladder infection ") and vaginal infection ("vaginal infection ") with vaginal discharge. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain daily "), headache ("headache"), hypoaesthesia ("numbness in feet"), paraesthesia ("tingling in hands and feet"), back pain ("low back pain constantly "), pelvic pain ("daily pelvic pain"), female sexual dysfunction ("apareunia "), cardiovascular disorder ("blood or heart disorder / condition "), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), rash ("rashes ") and migraine ("migraines everyday"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the dyspareunia, abdominal pain upper, paraesthesia and fatigue had resolved and the headache, hypoaesthesia, urinary tract infection, cystitis, vaginal infection, back pain, pelvic pain, female sexual dysfunction, cardiovascular disorder, dysmenorrhoea, alopecia, rash and migraine outcome was unknown. The reporter considered abdominal pain upper, alopecia, back pain, cardiovascular disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypoaesthesia, migraine, paraesthesia, pelvic pain, rash, urinary tract infection and vaginal infection to be related to essure. The reporter commented: the events resolved within a week following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion ultrasound scan vagina - on (B)(6) 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet provided.information added: patient¿s date of birth, medical/drug history, relevant tests, essure lot number, insertion and removal dates updated, events (bladder infection, vaginal infection, pelvic pain, back pain, apareunia, blood or heart disorder / condition, dysmenorrhea (cramping), fatigue, hair loss, rashes, migraines). Essure removal method specified. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in united states on 17-nov-2016, on behalf of a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. Plaintiff was implanted with essure and as a result of her implantation with essure she suffered injuries, including: stomach pain, painful intercourse, headache, numbness in feet, utis (urinary tract infections) and tingling in hands and feet. She had surgery to remove the essure implant on (B)(6) 2016. Company causality comment: a female plaintiff of unspecified age had essure (fallopian tube occlusion insert) inserted and experienced painful intercourse and utis (urinary tract infections). She had surgery to remove the essure implant. Painful intercourse is regarded as anticipated event according to the reference safety information for essure whereas utis is unanticipated. As no alternative explanation was given for the event painful intercourse, a causal relationship with essure cannot be excluded. With regards to the utis, based on its nature and considering essure has a local action at fallopian tubes, a causal relationship can be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of dyspareunia ("painful intercourse (dyspareunia) (tried 3 times but it was too painful)") and urinary tract infection ("utis") in an adult female patient who had essure (batch no. C18716) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 1999, (B)(6) 2004 and (B)(6) 2007), pregnancy termination, carpal tunnel syndrome, asthma, spondylolysis, fibromyalgia, osteoarthritis and chronic fatigue syndrome. Previously administered products included for an unreported indication: tramadol, cyclobenzaprine, diclofenac sodium, proair hfa, meloxicam, methocarbamol, motrin and flonase. Concurrent conditions included intervertebral disc degeneration and obesity. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced urinary tract infection (seriousness criterion medically significant), cystitis ("bladder infection") and vaginal infection ("vaginal infection ") with vaginal discharge. On an unknown date, the patient experienced the first episode of dyspareunia (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain daily"), headache ("headache"), hypoaesthesia ("numbness in feet"), paraesthesia ("tingling in hands and feet"), back pain ("low back pain constantly"), pelvic pain ("daily pelvic pain"), female sexual dysfunction ("apareunia, inability to have sexual intercourse"), cardiovascular disorder ("blood or heart disorder / condition"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue, tiredness"), alopecia ("hair loss"), rash ("rashes"), migraine ("migraines everyday"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), abdominal pain lower ("pain in lower stomach"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and skin disorder ("skin conditions"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain upper, headache, paraesthesia, fatigue, abdominal pain lower and the last episode of dyspareunia had resolved and the hypoaesthesia, urinary tract infection, cystitis, vaginal infection, back pain, pelvic pain, female sexual dysfunction, cardiovascular disorder, dysmenorrhoea, alopecia, rash, migraine, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, back pain, bladder disorder, cardiovascular disorder, cystitis, dysmenorrhoea, fatigue, female sexual dysfunction, headache, hypoaesthesia, migraine, paraesthesia, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal infection, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: the events resolved within a week following essure removal. Insertion date also reported as (B)(6) 2015 and stop date as (B)(6) 2016 in pf. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion ultrasound pelvis - on an unknown date: normal uterus and left ovary ultrasound scan vagina - on (B)(6) 2016: total bilateral occlusion vitamin b12 - on an unknown date: low . Most recent follow-up information incorporated above includes: on 13-mar-2018: plaintiff fact sheet received. New reporters added. New events bladder or urinary problems or changes, dyspareunia (painful sexual intercourse), skin conditions, pain in lower stomach were added. Lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of dyspareunia ("painful intercourse (dyspareunia) (tried 3 times but it was too painful)"), urinary tract infection ("utis/infection; bladder/urinary, recurrent urinary tract infections,") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure (batch no. C18716) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 1999, (B)(6) 2004 and (B)(6) 2007), pregnancy termination, carpal tunnel syndrome, asthma in 2016, spondylolysis in 2013, fibromyalgia, osteoarthritis in 2013, chronic fatigue syndrome and termination of pregnancy. Previously administered products included for an unreported indication: tramadol, cyclobenzaprine, diclofenac sodium, proair hfa, meloxicam, methocarbamol, motrin and flonase. Concurrent conditions included intervertebral disc degeneration, obesity, lumbar disc degeneration since 2013, carpal tunnel syndrome since 2015, dysuria, painful intercourse and sacroiliitis. Concomitant products included cyclobenzaprine from 2013 to 2017, fluticasone propionate (flonase) since 2014, procaterol hydrochloride (pro-air) since 2016 and tramadol since 2016. In (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia,"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced urinary tract infection (seriousness criterion medically significant), cystitis ("bladder infection") and vaginal infection ("vaginal infection ") with vaginal discharge. In june 2016, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced the first episode of dyspareunia (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain daily"), the first episode of headache ("headache"), hypoaesthesia ("numbness in feet"), paraesthesia ("tingling in hands and feet/recurrent urinary tract infections, rashes or skin conditions; tingly patches"), back pain ("low back pain constantly"), pelvic pain ("daily pelvic pain"), female sexual dysfunction ("apareunia, inability to have sexual intercourse"), cardiovascular disorder ("blood or heart disorder / condition"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue, tiredness"), alopecia ("hair loss"), rash ("rashes"), migraine ("migraines everyday"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), abdominal pain lower ("pain in lower stomach"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), skin disorder ("skin conditions") and the second episode of headache ("headache "). The patient was treated with surgery (hysterectomy with bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain upper, paraesthesia, fatigue, abdominal pain lower and the last episode of dyspareunia had resolved, the hypoaesthesia, urinary tract infection, cystitis, vaginal infection, back pain, pelvic pain, female sexual dysfunction, cardiovascular disorder, dysmenorrhoea, alopecia, rash, migraine, bladder disorder, urinary tract disorder, fibromyalgia and the last episode of headache outcome was unknown and the autoimmune disorder had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, autoimmune disorder, back pain, bladder disorder, cardiovascular disorder, cystitis, dysmenorrhoea, fatigue, female sexual dysfunction, fibromyalgia, hypoaesthesia, migraine, paraesthesia, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal infection, the first episode of dyspareunia, the first episode of headache, the second episode of dyspareunia and the second episode of headache to be related to essure. The reporter commented: the events resolved within a week following essure removal. Insertion date also reported as (B)(6) 2015 and stop date as (B)(6) 2016 in pf. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Ultrasound pelvis - on an unknown date: normal uterus and left ovary. Ultrasound scan vagina - on (B)(6) 2016: total bilateral occlusion. Vitamin b12 - on an unknown date: low most recent follow-up information incorporated above includes: on 30-may-2018: plaintiff fact sheet, new reporter, patient demographic information, relevant information ,concomitant medication, new event autoimmune disorder,fibromyalgia and headache were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable no specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-dec-2016: quality safety evaluation of ptc company causality comment: a female plaintiff of unspecified age had essure (fallopian tube occlusion insert) inserted and experienced painful intercourse and utis (urinary tract infections). She had surgery to remove the essure implant. Painful intercourse is regarded as anticipated event according to the reference safety information for essure whereas utis is unanticipated. As no alternative explanation was given for the event painful intercourse, a causal relationship with essure cannot be excluded. With regards to the utis, based on its nature and considering essure has a local action at fallopian tubes, a causal relationship can be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.